Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the patient line of the cassette was missing. The patient was not connected to the homechoice device at the time of the event. The technical service representative advised the patient to start therapy over with all new supplies. The patient would complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.